Manufacturer narrative:
On (B)(6) 2016 03:52 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device was returned to the factory for evaluation. Slight evidence of blood and clinical used were observed. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The slide lock was dis-engaged. The plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured as (B)(4) in. The outer diameter was measured at (B)(4) in. The length of the delivery tube was measured at (B)(4) in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hs iii proximal seal was left in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. Surgical time was extended for 2 minutes. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hs iii proximal seal was left in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. Surgical time was extended for 2 minutes. The hospital did not report any patient effects.